Manufacturer narrative:
(B)(4). Additional information about the initial reporter was inadvertently omitted. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number s13l16106 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette was leaking from the tubing during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.